Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID 694765, implanted: (B)(6) 2007; product ID 5076-52, implanted: (B)(6) 2007. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately seven months post implant of the ICD system. A cause of death was requested and not received.